Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation, the edge of the stent was found lifted when the protector sheath of a 3.00mmx24mm synergy¿ drug-eluting stent was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts on proximal rows 2, 3 & 8 lifted distally from the stent profile. This type of damage is consistent with withdrawal attempts of the device from a calcified lesion. However the complaint report states that stent damage occurred during removal of the stent protector at the preparation step. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion. A visual and tactile examination of the hypotube profile found several kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation, the edge of the stent was found lifted when the protector sheath of a 3.00mmx24mm synergy drug-eluting stent was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.